Event description:
It was reported that the device had dim led segments on the lcd screen. There was no information of patient involvement.

Manufacturer narrative:
Omit: a0902 - display or visual feedback problem (1184), c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,c and d codes, remedial action required, remedial action #.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the device had dim led segments on the lcd screen. There was no information of patient involvement.